Manufacturer narrative:
The customer was not able to provide all of the requested information needed to confirm if a software issue occurred on the epoc instrument. During the review of the information the custom did provide, no evidence could be found that the alleged issue took place on the device. No further investigation can be performed without all of the requested data. No product problem found.

Manufacturer narrative:
Siemens has requested instrument files, setup, and information on the patient ID barcode for further investigation. The customer stated that they have code 39 and code 128 enabled. For these symbologies, siemens has stated that a check digit must be enabled to prevent scanning errors. The customer has not yet stated what symbology is used for the patient ID. The cause of this event is unknown.

Event description:
The customer alleged that when running a test for a 78 year old female, the results were incorrectly applied to the patient ID for an 83 year old male. The customer stated that the test run prior to this mix up was for the 83 year old male. The error was noticed immediately and there was no change to patient treatment or diagnosis. The test was correctly rerun for the 78 year old female. There is no report of injury due to this event.